Event description:
On (B)(6) 2014 new model 105, serial # (B)(4), but no new leads - leads were from 2006 model 302. Dr (B)(6) - (B)(6), worked fine until (B)(6) 2018 check-up; major lead impedance (8500) - was fine at (B)(6) check-up. I think wire is broken, only .25 mamps going through, turned off, was set at 2 milliamps cycling. In 2006 - entire unit and leads replaced in (B)(6) on (B)(6) , at (B)(6) , by dr (B)(6). No new leads - lead impedance 2798 on (B)(6) 2014 replaced (generator only) by dr (B)(6) at (B)(6). Note: checkup in (B)(6) 2018 indicated no problems. Checkup on (B)(6) 2018 indicated major lead impedance (8500). It was set at 2 milliamps in its cycle but only .25 ma going through, so they turned it off. At surgery on (B)(6) 2018, dr (B)(6) could not find lead wire anywhere.